Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) for 2 days. Customer administered boluses with the pump to treat bg levels. At the time of the call on (B)(6)2016, contact reported that the customer's bg levels had been trending towards their target bg. Recommendation was made to consult with health care provider to discuss factors that may be affecting the customer's bg levels.